Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During the processing of this complaint, attempts to obtain patient information were made but not received.

Event description:
Related manufacturer report number: 3006705815-2021-05766 it was reported the patient's lead had migrated. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.